Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2018. While drilling inside the patient¿s arm, a small piece of the 1.5 mm drill bit with depth mark mini qc/96 mm tip broke off when it hit a screw. The surgeon decided to leave the 2mm piece of the tip retained in the humerus. The procedure was completed successfully using a backup drill bit. There was no surgical delay. Patient status is unknown. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1), drill (part: unknown, lot: unknown, quantity: 1). This report is for 1.5mm drill bit with depth mark. This is report 1 of 1 for (B)(4).